Event description:
This product has been marketed as a revolutionary breast pump, however, it does not work. I am a lactating/breastfeeding mother with excellent milk supply and using other breast pumps successfully. I have been gathering experiences of other users and cannot find a single user who was able to use it successfully. The company also appears to refuse to issue refunds. This is an example similar to the theranos case. A new/revolutionary product design but with clear failure and a refusal to recognize the defect and discontinue sales. This is predatory to new mothers.